Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not viibsle and the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in order to download the data. The showed showed that the pod ran for 57 pulses, 47 of which occurred during first prime, before deactivation. The data showed a brief series of timeouts in tandem with a failure of the rotational sensor to transition as expected, indicating that a brief drive stall occurred which prevented the ratchet gear from rotating enough pulses to deploy the pod by the end of second prime. Inspection of the drive mechanism components found no damages or deficiencies that would result in a drive stall. No drive resistance was felt while rotating the ratchet gear. Measurement of the shelf mode current (smc) of the pcb assembly found it to be out of specification. Inspection of the pcb assembly found no visual damages or defects that would contribute to high smc. This high smc contributed to the low battery voltages. It could not be conclusively determined if this high smc or the low battery voltages contributed to the drive stall. The exact cause of the drive stall and subsequent failure of the pod to deploy could not be determined.